Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the internal pyxis bus cable was not properly connected to the matrix controller board. A field service engineer (fse) resecured the cable and rebooted the device. Post reboot, biometric identifier (bio-ID) was found unresponsive. Fse tightened and resecured all universal serial bus (usb) cables at the docking board and bio-ID, then verified proper operation through hardware test application (hta). The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The affected drawer was not detected on the bus and had previously exhibited issues with closing. The device was the only pyxis unit available in the area. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.